Event description:
It was reported that the pump's alarm volume and vibration were too low. Customer¿s blood glucose (bg) level was displayed as "low"; although specific value was not provided. Bg was addressed by consuming carbohydrates. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.